Event description:
Customer reported there are some type of fiber/hair infused into the tubing.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a case of particular matter in a cryocyte bag prior to fill. As in all cases of foreign particulate matter in a cryocyte bag there is additional risk to the pt regarding sterility, infection, and/or an additional adverse reaction. An attempt should be made to determine the contents and source of the particulate matter. (B)(4).